Manufacturer narrative:
Visual assessment showed the depth limiters have been trimmed to the surgeon¿s desired length on each device. The triggers on each device have been fully advanced and locked within the handle indicating a complete deployment. No ts or suture were returned. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure the suture broke after t2 implantation when the surgeon tried to tie the knot. No patient injury or complications were reported.